Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and a high number of short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 7278 ipg, implanted: (B)(6) 2008. (B)(4).